Manufacturer narrative:
The device has not been returned to plus orthopedics and is not available for evaluation. Should it be returned at some point in the future an evaluation may be performed at that time.